Event description:
The pt was reportedly experiencing headpiece retention issues. External equipment was exchanged, however, this did not resolve the issue. Surgery to replace the internal magnet will be scheduled.